Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: information not provided by affiliate. D5,6; h4,6: information unavailable, device not returned for analysis.

Event description:
The device was used an unknown procedure. There was a leakage/gasket. There was no consequence to the pt.